Manufacturer narrative:
The customer reported that during a patient procedure, there was a color variation in the image's contrast. The philips field service engineer (fse) confirmed there was no harm to the patient. The fse determined that the color variation was a circular artifact that was the result of failed detector modules. The fse also discovered a crack in the compensator that was outside of the field of view and was not affecting the image quality but did produce a noise during rotation. This is addressed in (B)(4). The fse changed the position of detectors 2 and 19, performed air calibration, and phantom calibration to resolve the issue. The system is operational and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported image artifacts. Per (B)(4) technical review record, engineering analysis has confirmed that this event has been determined to be a reportable issue due to the potential for image misinterpretation, because of a recognizable artifact. This event is currently under investigation.